Manufacturer narrative:
This report is report is being submitted to correct the following fields: initial reporter city field (e1) in section e, initial reporter.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to triple counting for the patients rhythm. Therapy was programmed off. Technical services (ts) was consulted and discussed stored data as well as programmed settings. Ts noted a change in the patients morphology noted and that the device had failed in autosetup on all vectors. The system was examined and normal morphology returned. Ts recommended further in clinic examination. The device was reprogrammed to secondary sensing vector. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to triple counting for the patient's rhythm. Therapy was programmed off. Technical services (ts) was consulted and discussed stored data as well as programmed settings. Ts noted a change in the patients morphology noted and that the device had failed in autosetup on all vectors. The system was examined and normal morphology returned. Ts recommended further in clinic examination. The device was reprogrammed to secondary sensing vector. This device remains in service. No adverse patient effects were reported.